Event description:
It was reported that a balloon rupture occurred. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient's condition was good post procedure.